Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they think they are due for an "overhaul"; agent understood this to mean a implant replacement. Patient stated that six months ago they had to kick start one of their stimulators at the doctors office because they apparently let it go dead. Patient noted that the last 6 months everything had been fine until they tried to charge their older implant last week. Patient followed up by saying that they needed their stimulator "whacked back" on after they charged it because they couldn't seem to turn it back on themselves; this was the stimulator that went to their legs. Patient stated that about 2 weeks before christmas they turned their stimulation up and after a few minutes, the stimulation went to zero without their instruction. Patient noted that something was not right again because their stimulation will not stay at their desired setting; due to the stimulation "doing it's own thing sporadically" the patient said that they started to have pain and are currently in a lot of pain. Patient stated that last night they got no sleep due to the pain that they were in; patient said that it was an unusual type of muscle ache pain and the pain stretched all the way down to their shin bone. Patient mentioned that they are ready for a new battery and that they called their doctors office this morning to see when they could get an appointment to discuss their symptoms; patient confirmed that they have an appointment on january 10th. Patient also mentioned that they have been off their pain medications and so they do not have those to fall back on with the lack of their stimulator. Patient stated that they have been taking morphine and percocet's each morning for the pain until their appointment. Agent advised the patient to speak with their doctor at their appointment about their symptoms and potential stimulator replacement. The issue was not resolved. See case (B)(4) for the report of patient mentioned the implant is at their belt line and it bothers them so when it comes time to replace, they would like to have it positioned by the ribcage like their other stimulator. See case (B)(4) for previous report of overdischarge.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.